Event description:
Pt called in/c fatigue. Tim showed v. Loss of capture and oversensing intermittently. V. Lead impedence warning /c impedance <200 ohm. Obvious loss of capture on EKG. Admitted for lead replacement. Dr able to remove v. Lead which showed obvious "fraying" of wire and insulation erosion from clavicle/1st rib area. Lead replaced. Pt had underlying ch8/<rate 30bpm. Lead was in r subclavian vein.